Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.

Manufacturer narrative:
(B)(4). This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
The stylus broke during surgery.

Manufacturer narrative:
Examination of the submitted device confirmed the reported breakage. The root cause is being attributed to device wear from normal use and servicing. A search of the warsaw and leeds complaint databases did not reveal any trend of this type failure. Based on the determination of device wear from normal use and servicing and the low frequency of reports for this failure, no corrective action is being pursued at this time. Monitor future reports through (B)(4). Depuy considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.